Manufacturer narrative:
(B)(4).

Event description:
The customer reported after insertion they went to clamp the hub with the slide clamp, and the slide clamp cut the tubing at the hub. They had to remove the line and reinsert a new line. There was no patient harm or complications.

Event description:
The customer reported after insertion they went to clamp the hub with the slide clamp, and the slide clamp cut the tubing at the hub. They had to remove the line and reinsert a new line. There was no patient harm or complications.

Manufacturer narrative:
(B)(4). The customer returned a 1-lumen PICC catheter for evaluation. The catheter body appears to have been purposely cut approximately 400 mm from the distal end of the juncture hub and therefore will not be a part of this investigation. Visual examination of the catheter revealed signs of use in the form of biological in the catheter and adhesive material on the outside of the catheter. After failing functional testing, the catheter distal extension line was microscopically examined. A small hole in the extension line was found adjacent to the base of the distal luer hub. The edges of the hole appeared jagged. The appearance of the damage is consistent with damage that is caused when continuous tensile force is placed on the luer hub and extension line body, causing the extension line to be pulled out from the hub. The inner and outer diameter of the extension line were measured and were found to be within specification. The catheter was functionally tested by clamping the distal end and injecting water into the extension line using a lab inventory syringe. When the distal line was pressurized, water leaked near the luer hub/extension line connection. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the customer report of an extension line leak was confirmed by complaint investigation. A small hole in the extension line was found adjacent to the base of the distal luer hub. The edges of the hole appeared jagged. The appearance of the damage is consistent with damage that is caused when continuous tensile force is placed on the luer hub and extension line body, causing the extension line to be pulled out from the hub. The returned sample passed all relevant dimensional testing and a device history record review was performed, with no relevant findings. Based on the customer report that damaged occurred during use and the appearance of the damage on the returned sample, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaint of this nature.